Event description:
The customer observed falsely elevated potassium results generated on the architect c8000 processing module for one patient. The following results were provided (normal range 3.5 - 5.1 umol/l): sid (B)(6). Initial result 7.4 umol/l, repeated 3.9 umol/l, additional discrepant results reported with unknown sids, the results were 7 or above and when repeated on another analyzer the results were normal. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service performed extensive troubleshooting to resolve the issue. During that troubleshooting service observed the fitting, ict pinch valve tubing (rohs) was pinched and clogged. Service cleaned the fitting, ict pinch valve tubing (rohs) and deemed the part the cause for the false elevated ict results. The module function was verified with a control run. Trending review determined no trend for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.